Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was prescribed an MRI for low back pain, coccygeal pain, and sacral radiculopathy. The location of the symptoms was noted to be in the pelvis. It was unknown when the issue began. Additional information received from a health care professional reported that the low back pain, coccygeal pain, and sacral radiculopathy were the reason the patient had the stimulator. They were not able to do the MRI scan. It was noted that the patient had a lot going on. The patient was supposed to come back with blood work. The patient recently had a heart attack and the doctor wanted the patient to turn the stimulator completely off as he thought the location of the stimulation could be increasing the patient's pain. It was not known if the patient would go back to radiology. If additional information is received, a follow-up report will be submitted.